Manufacturer narrative:
The insulin pump had unresponsive buttons noted due to corroded keypad traces. No moisture damage on electronic assembly or motor assembly noted during visual inspection. The device was also received with scratched lcd window, cracked reservoir tube, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was worn while swimming. Blood glucose value is unknown. The customer stated that the insulin pump had no cracks, only scratches on the screen and fluid inside the lcd display. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.